Manufacturer narrative:
Device evaluation event.

Event description:
It was reported that the patient had the artificial urinary sphincter 61-70 pressure regulating balloon removed due to recurring incontinence. A new artificial urinary sphincter 71-80 pressure regulating balloon was implanted. The patient outcome was reported as good. Device evaluation as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had the artificial urinary sphincter 61-70 pressure regulating balloon removed due to recurring incontinence. A new artificial urinary sphincter 71-80 pressure regulating balloon was implanted. The patient outcome was reported as good. Device evaluation as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Additional information received indicated the cause of the recurring incontinence was urethral atrophy at the site of the cuff.

Event description:
It was reported that the patient had the artificial urinary sphincter 61-70 pressure regulating balloon removed due to recurring incontinence. A new artificial urinary sphincter 71-80 pressure regulating balloon was implanted. The patient outcome was reported as good.